Event description:
It was reported that the patient had drainage from their driveline exit site on (B)(6) 2023. The patient went into the clinic on (B)(6) 2023, had their drainage swabbed, and was placed on doxycycline treatment as an outpatient. Cultures were found to be positive for pseudomonas, so the patient's treatment was switched to ciprofloxacin (cipro) on (B)(6) 2023. Outpatient monitoring revealed that the drainage resolved while the patient was on antibiotic treatment. The patient's dressing was changed daily.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.